Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump functioned properly during functional check for basic occlusion, rewind, occlusion, prime/a33, excessive no delivery, displacement, self test, and a21 test. No stop in the bolus or excessive no delivery alarm noted. All operating current test were normal. The insulin pump was received with cracked reservoir tube lip.

Event description:
Customer reported receiving a no delivery alarm twice. Customer stated that the insulin pump stopped working at bolus. Troubleshooting was performed and a bent cannula was noted. Customer's current blood glucose reading is 210 mg/dl. No further information reported.